Manufacturer narrative:
The customer¿s reported complaint of cracked assembly door hinges was confirmed on the 10 returned components and on pump module s/n (B)(4). All inspected front door assemblies contained the date codes of (B)(6) 2014, (B)(6) 2014, (B)(6) 2014, (B)(6) 2016, and (B)(6) 2016. Functional testing was unable to be performed as only the door assemblies were sent in. Functional testing, and internal/external inspection, performed on the returned pump module s/n 14275778 found the device to be in good working condition and delivering fluid within specification with crack in the upper front door assembly. See appendix for assembly door and door cover photos. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
The customer reported a trend where hinges were cracking after device bezels were replaced. The cracks were mostly on the upper hinge, there were not very many lower hinge cracks. No patient involvement was reported.